Event description:
Patient was seen in clinic and diagnostic test performed. It was reported the patient is feeling stimulation and therapy is working well. No additional relevant information has been received.

Event description:
Per local representatives, no direct contact can be performed with the patients in italy. Per the physician, impedance has always been good and the patient is responding well to therapy. Tablet data is unable to obtained for further review due to gdpr (EU data protection and privacy laws). An update was received from the physician reporting system diagnostics and note of the patient continuing to respond well to therapy. No additional relevant information has been received.

Event description:
It was reported no impedance issues were observed after generator replacement. At first follow up appointment, high impedance was observed. Generator was programmed on and the patient perceived stimulation with any problems. At second follow up, no impedance issues were observed. Physician assessed the high impedance to be related to postoperative adjustment between the new generator and old lead. No additional relevant information has been received.

Event description:
Patient had a recent generator replacement performed (B)(6) 2021. Impedance after generator replacement was noted to be okay. Generator was activated and patient perceived stimulation. High lead impedance was later observed for the patient. Patient was referred for xrays. No known surgery has occurred to date. No additional relevant information has been received.